Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ioss585, (osseotite certain implant 5 x 8.5mm) for evaluation. Visual evaluation was performed, slight wear from usage. No damage identified or signs of malfunction. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2022120483. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022120483 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning therefore, based on the available information, a device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
(B)(6) 2023: implant placement tooth#27, (B)(6) 2024: pain when pressure is applied to the crown, (B)(6) 2024: removal of the implant, which was stable but presented granulation tissue.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. H4: device manufacturer date unknown / not provided.